Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. Our experts analyzed the images generated during the patients' examination. The complete examination of the patient's breast lasted 25.1 min with an active scanning time of 21.8 min. No abnormality was found which would indicate a system malfunction. The complete measurement was performed in the normal operating mode. The sar values were within the limits defined by the mr safety standard (iec 60601-2-33), i.e. The maximum applied sar was 72% of the normal mode limit. The applied rf in this case should not represent a risk under normal circumstances and scan conditions. Furthermore, the patient absorbed 19.2 wmin/kg which is clearly below the limit of 240 wmin/kg defined in the mr safety standard (iec 60601-2-33). The customer provided climatic data which contained the first 13 days of the month of november. All data referring to relative humidity was above the limit (62% - 89%) which is specified in the magnetom aera, skyra operator manual - mr system, syngo mr d13 (page a.2-17). -ensure that the room temperature is at or below 22°c and the relative humidity does not exceed 60%. Therefore, we assume that this incident was caused by the high relative humidity which reduces the capability of the patients to transfer heat out of the body to the environment. This leads to overheating of the patients and in the worst case to burns. It is recommended to reduce the relative humidity values below the recommended limit of max. 60%. The system was checked by the cse and found to be in specification. In summary no hardware or software problem was found which would explain the reported 2nd degree burn of the patient's thorax and the redness on the face.

Manufacturer narrative:
Exemption number e2017014. (B)(4). Siemens has requested additional information in order to conduct an investigation. At this time, no further information has been provided. In the event that additional information becomes available, a supplement report will be filed upon completion of an investigation. (B)(6). **submission resubmitted due to webtrader error/failure**.

Event description:
It was reported to siemens that an adverse event occurred following examination on the magnetom aera system. It was reported that a patient suffered a second degree burn on the thorax and redness on the face. The dimension of the burn and the extent of medical treatment, if any, is unknown at this time. Siemens has requested additional information in order to conduct an investigation, however, no information has yet been provided.